Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10

Event description:
It was reported that an unspecified number of needle precisionglides 18x1-1/2in experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: barcode contained in the packaging is improperly printed, cut in half. Thus, it is not possible to use the product that is registered by barcode in the hospital management system, it is not possible to do traceability.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle precisionglides 18x1-1/2in experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: barcode contained in the packaging is improperly printed, cut in half. Thus, it is not possible to use the product that is registered by barcode in the hospital management system, it is not possible to do traceability.